Manufacturer narrative:
Concomitant products: non-cfn secondary set; two phaseal adapters; 250ml baxter bag ndc (B)(4), lot y213165, exp apr 18, gemcitabine , sodium chloride 0.9%; 250ml baxter bag ndc (B)(4), lot y213629, exp apr 18, 0.9% sodium chloride injection; 7 empty bags lot numbers16093042 x3 ,16097772 x4; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported IV pepcid was pushed through the port closest to the patient and following the IV push gemcitabine 2 gm(1520mg in 250 ml) was initiated as a secondary infusion to infuse over 30 minutes. Near the end of the infusion it was noticed that the chemo was leaking out of the port that the pepcid was pushed.

Manufacturer narrative:
The customer¿s report of a leak from the distal smartsite port was confirmed. A puncture with a tear was observed on the surface of the distal smartsite¿s blue piston to one side of the piston slit. Functional testing was performed; liquid was observed flowing through the tubing and exiting through the distal male luer. Liquid was also observed to leak from the blue piston of the distal smartsite port, confirming the customer¿s report. The set was then pressure tested; a leak (bubbles) was observed originating from the distal smartsite piston. The cause of the leak was due to a damaged/punctured smartsite piston. The root cause of the piston damage/puncture is a manufacturing issue.